Event description:
Revision surgery - due to hip pain.

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 11 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patients pain could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.